Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that one to three days prior to an implantable neurostimulator (ins) replacement procedure on (B)(6) 2016, the patient had a urinary tract infection. She wasn't on antibiotics due to the upcoming surgery. The ins was replaced and the patient was on antibiotics after surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.